Manufacturer narrative:
An event of dyspnea, angina, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was implanted for a left atrial appendage (laa) closure using a 12f amplatzer torqvue 45x45 delivery sheath (tv45x45). During the procedure, heparin was administered, and the patient's activated clotting time (act) levels were above 250 seconds. The procedure was successfully completed with no complicating circumstances and the laa anatomy was unremarkable. The patient remained hemodynamically stable throughout the procedure. 10 hours post procedure, the physician was notified that the patient had symptoms such as shortness of breath and chest pain. Transesophageal echocardiography (tee) and chest x-ray were performed, it was unremarkable. The patient remained symptomatic overnight. On next morning, a 5mm pericardial effusion was shown in computed tomography angiography (CT) and tee. The effusion was noted ~ 8mm, anteriorly and posteriorly post amulet laa closure. Pericardial effusion lead to cardiac tamponade. The patient antiplatelet medicine was discontinued, and the patient continued to recover in the hospital. The patient was reported recovering at home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.